Manufacturer narrative:
H10: additional manufacturer narrative: updated section d10, h6. Multiple attempts has been made for product return. The subject device was not returned for evaluation; therefore, the complaint cannot be confirmed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this 27mm valve was explanted after an implant duration of approximately (B)(4) months due to fibrous tissue overgrowth on the leaflets leading to regurgitation and increase gradients as observed at the time of the reported event. As reported, no problems occurred during the operation. After a few months, patient status worsened due to mitral regurgitation. Maximum transvalvular pressure was 28mmhg. A non-edwards valve was implanted. After explant, the edwards mitral valve was observed visually. It was found that fibrous tissue of the leaflets proliferated, completely hardened, and led to leaflet inadequate coaptation.

Manufacturer narrative:
H11. Corrected data: updated section b5.

Manufacturer narrative:
UDI: (B)(4). Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device will be returned for evaluation, a supplemental report will be submitted upon evaluation completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm mitral valve was explanted after an implant duration of approximately 11 months due to regurgitation. As reported, no problems occurred during the operation. After a few months, patient status worsened due to mitral regurgitation. Maximum transvalvular pressure was 28mmhg. A non-edwards valve was implanted. After explant, the edwards mitral valve was observed visually. It was found that fibrous tissue of the leaflets proliferated, completely hardened, and led to leaflet inadequate coaptation. The device was returned for evaluation.